Event description:
The reporter stated that as the surgeon was advancing a 21.0 diopter three piece collamer lens in the injector the lens tore and no patient contact. The reporter stated that it was due to the injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned; however, the lens was received which shows one haptic is torn off and missing. There is a tear at the other haptic/optic junction. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Evaluation conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.